Manufacturer narrative:
The pump was received with blank display due to moisture damaged on electronic assembly. There was no constant tone noted during testing. The pump had corroded keypad traces and motor home switch. The pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of accidently has gone swimming with their pump. The customer's blood glucose level at the time of incident was unknown. The customer states the pump had blank display and constant tone. The customer was advised the pump would be replaced and returned for analysis.